Event description:
It was reported the epg (external pulse generator) battery cover popped open and a post cardiac surgery patient experienced 15 seconds of asystole. The nurses noted the asystole and responded immediately by ensuring the battery was connected and the cover was closed properly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.